Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited loss of capture. The atrial lead was explanted and replaced. The patient was stable.